Event description:
Caller reported an incident in which the advantage system gave a blood glucose result of 87 mg/dl at a time when the customer had symptoms of hypoglycemia. Grandson called an ambulance. Ambulance system result 5 minutes later was 49 mg/dl. Ambulance personnel treated the customer for hypoglycemia with a "shot of something" and he felt better in a few minutes. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.